Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a sticky battery compartment which would not open easily and that during battery replacement the pacemaker shut down immediately. It was indicated that this occurred while in use on a patient who was depending on the pacer, so follow-up is being conducted to determine whether there was negative impact to the patient. The pacer has been returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery drawer and battery release was contaminated. It was also noted that the lower case was broken, battery compartment in lower case was contaminated, the main printed circuit board (pcb) was out of specification, both bail covers were broken, the ring cover was broken, the battery contacts were compressed, the battery drawer was damaged and the serial number label was damaged. Further analysis was performed on the main pcb. This analysis found that capacitor components caused the battery removal test failure.

Event description:
It was reported that the external pulse generator had a sticky battery compartment which would not open easily and that during battery replacement the pacemaker shut down immediately. It was indicated that this occurred while in use on a patient who was depending on the pacer, so follow-up is being conducted to determine whether there was negative impact to the patient. The pacer has been returned for service.